Event description:
When drilling the tibial bone trunk, short drill bit for 3.1 mm × 216 mm locking broke. A new drill bit was used and broken only when it was drilling about 3 times.

Manufacturer narrative:
The reported event that drill bit axsos 3 ti locking, short, ø3.1 x 216mm was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by inadequate use, too much applied mechanical force exceeding the material characteristics. The device inspection revealed the following: the tip of the returned drill bit is indeed completely broken off. The entire front part shows damages / deformations which surely indicate that the surgeon may have encountered some difficulties during drilling. Also damages on the drill shaft are evident caused by the drill guide housing due to inadequate angulation. The close up views, done by the microscope, clearly indicate though that far too much torsional force had been applied which finally resulted in the breakage of the tip (powerful dynamically overload during use). Therefore we can state that the root cause of the failure was caused due to too inadequate use, too much applied mechanical force exceeding the material characteristics. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
When drilling the tibial bone trunk, short drill bit for 3.1 mm × 216 mm locking broke. A new drill bit was used and broken only when it was drilling about 3 times.